Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had damage. The customer's blood glucose level was unknown at the time of incident. The customer stated that the keypad of the insulin pump are cracked and the insulin pump has no sound. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Adjusted the audio options audio volume 1-5 and verified audio tone does not adjust accordingly. Hardware low level failures alarm noted during self test and confirmed in insulin pump history due to broken trace on keypad assembly.